Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the procedure the patient was hospitalized due to acute paraplegia. Nevro attempted to obtain additional information regarding the nature of the paralysis but was unsuccessful. The device was removed and there have been no reports of further complications regarding this event.